Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) failed pneumatic test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed the all manifold and pneumatic leak test a few times with passing results at the hospital. The unit operated as normal. The unit was then handed over to the customer in good conditions.